Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's multi-function cable connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.